Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that three accucath devices failed to retract, the guidewire poked through the side of the IV catheter and bent when it is inside the patient. It was reported this occurred with three devices. This report addresses the third device.